Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced recurrent incontinence with a nonfunctioning device following activation, as the pump did not fully fill and required multiple cycles of deactivation and reactivation. During a revision surgery, it was indicated that the cuff size may have been slightly larger than appropriate. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72400164, serial number: n/a, batch/lot number: 1100703623, model/catalog description: belt cuff fgs 6.0 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100719586, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4).